Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The tortuous and calcified target lesion was located in the left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during deployment, the shaft broke. The device was pulled out, and the procedure was completed with a 3.5 x 28 synergy drug-eluting stent. No patient complications reported. It was further reported that the target lesion was 85% stenosed and located in the moderately tortuous and severely calcified left anterior descending artery. It was noted that the break occurred at the bi-segment part.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Deice evaluated by MFR.: synergy ous mr 4.00 x 28mm stent delivery system; catheter was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. A visual and tactile examination of the hypotube found multiple kinks along the shaft and also a shaft break at 23cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The tortuous and calcified target lesion was located in the left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during deployment, the shaft broke. The device was pulled out, and the procedure was completed with a 3.5 x 28 synergy drug-eluting stent. No patient complications reported. It was further reported that the target lesion was 85% stenosed and located in the moderately tortuous and severely calcified left anterior descending artery. It was noted that the break occurred at the bi-segment part.

Event description:
It was reported that shaft break occurred. The tortuous and calcified target lesion was located in the left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during deployment, the shaft broke. The device was pulled out, and the procedure was completed with a 3.5 x 28 synergy drug-eluting stent. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).